Event description:
Literature was reviewed regarding ¿prospective randomized clinical trial on the impact of remote ischemic preconditioning on contrast induced nephropathy in patients treated endovascular aortic repair¿. The study period was over a two years. Multiple manufacturers products are mentioned within the article. Endurant and valiant stent grafts were implanted in the patient population. 120 patients were included in the study. The following adverse events occurred in the patient population: stroke, myocardial infraction , contrast induced nephropathy (defined as an acute deterioration of renal function between day 2 and day 7 after the administration of iodinated contrast), intervention patient mortality was reported but there is no causal link that a medtronic stent graft caused or contributed to any deaths. No further information was provided in relation to a medtronic product.

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿prospective randomized clinical trial on the impact of remote ischemic preconditioning on contrast induced nephropathy in patients treated endovascular aortic repair¿. Gutiérrez castillo, diana, san norberto garcía, enrique m, <(>&<)> del río solá, m lourdes angiología, 75(6), 362-372 https://dx.doi.org/10.20960/angiologia.00542 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.